Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, multiple automatic mode switch episodes were noted on the patient's implantable cardioverter defibrillator due to far-field r-wave oversensing. Programming changes were made. The patient was stable.